Event description:
A malfunction was reported, indicated by the code malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller in doing so; the malfunction did not recur following the reset. The customer was advised they could continue using the pump and to contact support if any issues reappeared.